Event description:
This device case, reported by a physician, concerns a pt who experienced hypoglycemia. The pt was receiving insulin lispro (humalog) and human insulin isophane (humulin n) via pen injector device (humapen ergo) for treatment of diabetes mellitus. The device was operated by the pt who was a trained user. It is unknown how long the pt had been using the device for. The pt's medical history was unknown. The pt was not receiving any concomitant medications. In feb-2001, five months (approximately) after beginning insulin lispro (dosing regiment 3iu- 2 or 3 iu- 2 or 3 iu) and human insulin isophane (2 or 3 iu evening) via humapen ergo (lot number unknown/model number unknown) the pt experienced hypoglycemia. The pt was admitted to intensive care unit with symptoms of deep hypoglycemia. The pt's glucose level was 15-20mg%. The pt received glucagone and went home after four hours. The pt returned to the hospital the next day for a control visit and was reported to be in a 'good state'. In spite of the pt's recovery the pt insisted on changing the pt's humapen ergo. It was reported that the piston on the pt's humapen ergo did not work correctly. No further details concerning the device were provided. The device has not been returned to the co for analysis. Insulin lispro (humalog) and human insulin isophane via humapen ergo were discontinued. The pt has discontinued using the humapen ergo. The pt has recovered from the event. The rptr suspected the event was not related to insulin lispro (humalog) and human insulin isophane but rptr suspected it was possibly related to humapen ergo. The rptr informed the co that the pt should be returning the humapen at the pt's next control visit. This will be forwarded to the co for investigation.

Event description:
This case is cross referenced to the global product complaints monitoring system cid#102012. The device was returned to the MFR for analysis. The manufacturer's eval results revealed: the returned device met visual specifications and dose accuracy and injection force specification. As such, it is concluded that the reported event was not caused by a device malfunction. No further info is expected. Update: added results of manufacturer's investigation.